Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had shortness of breath. The implantable cardioverter defibrillator (ICD) was checked and it was found that the site was infected. It was also noted that there was intermittent atrial undersensing on the right atrial (ra) lead causing false/early termination of recorded atrial tachycardia/atrial fibrillation (at/af) episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event.